Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the therapy had been running about 24 hours and now the arctic sun device was alarming error 78 (non-recoverable system error). Mss walked through powering the device off and back on. The error returned immediately. Mss advised they will need to locate another device and send this one to biomed for evaluation. Per sample evaluation results received on 23nov2022, it was reported that the control panel had two nicks on the left side of the touchscreen and two scratches on the right side, which were due to use of the device, but the control panel functions properly. It was also stated that during the functional check, low or no flow was observed, so the flow meter was replaced. It was noted that the device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue was a circulation pump failure. The device was evaluated. The device had to be primed to fill. The circulation pump was serviced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the therapy had been running about 24 hours and now the arctic sun device was alarming error 78 (non-recoverable system error). Mss walked through powering the device off and back on. The error returned immediately. Mss advised they will need to locate another device and send this one to biomed for evaluation. Per sample evaluation results received on 23nov2022, it was reported that the control panel had two nicks on the left side of the touchscreen and two scratches on the right side, which were due to use of the device, but the control panel functions properly. It was also stated that during the functional check, low or no flow was observed, so the flow meter was replaced. It was noted that the device was primed to fill . Per clarification email received on 05dec2022, it was stated that the control panel was functioning properly, but there were 2 nicks on the left side and 2 scratches on the right side. Per sample evaluation results received on 15feb2022, it was reported that the tank tubing was replaced due to expansion. It was stated that the double bend tube and 1/2 l shaped form tube were expanded. It was also stated that the double bend tube and 1/2 l shaped form tube were replaced.